Manufacturer narrative:
Device evaluation summary: kinks were evident on the hypotube from 46cm to 131cm proximal to the distal tip. The stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to the 14th, 15th and 16th distal stent wraps with struts raised and bunched. Kinks were visible on the distal shaft from 4.5cm to 24.5cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another resolute onyx device, of the same size. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.